Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2020. A manufacturing record evaluation was performed for the finished device batch number lgm350, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the reported issue. Is this a report of suture breakage? Five sutures of lot lgm350 were reported fragile. Did the 5 sutures break before the surgery, during the surgery or after the surgery? Note: events related to lot lgm350 reported via 2210968-2020-02897, 2210968-2020-02898, 2210968-2020-02899, 2210968-2020-02900, 2210968-2020-02901.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture used. The surgeon reported the suture was fragile. The suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify the reported issue. Is this a report of suture breakage? Yes. Did the 5 sutures break before the surgery, during the surgery or after the surgery? During the surgery while tie the knot. Additional investigation summary: it was received for analysis an opened box with unopened samples of product code w529h, lot lgm350. The complaint sample was not received. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.